Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic sleeve gastrectomy, the stapler was unable to fire while being applied on stomach on very first fire and it also did not open. The surgeon was unable to press the green button and squeeze the handle. The surgeon had to forcefully get the stomach tissue out of the stapler jaws and had to break the handle to remove it from the port. A new stapler was used to complete the procedure. There was no injury caused to the patient and no medical intervention wasrequired.